Event description:
Caller reports connector pins 4, 9, 11, and 12 are blackened while using the infornm system. Caller also reported meter connector pin 11 was melted. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.